Event description:
It was reported that stent damage occurred. Vascular access site was obtained via the femoral artery. The 90% stenosed, 24x2.75mm, eccentric, de novo target lesion was located in the non-tortuous and a moderately calcified mid left anterior descending artery (lad). Following predilatation with a balloon catheter, a 2.75x24mm promus element ¿ drug-eluting stent was advanced and implanted to the target lesion. Following implantation, post dilatation was performed with a quantum maverick balloon. However, the physician noted that there was a longitudinal stent deformation with the implanted stent. No additional intervention was done and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).